Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No failure detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery: battery/ (B)(4)/ model #: 1650/ expiration date: 2015-05-31, return date: (B)(6) 2015, mfg date: 2014-05-01. (B)(4).

Event description:
It was reported that critical battery alarms occurred even when lights showed the batteries fully charged. Two batteries were replaced. No patient complications have been reported as a result of this event.